Event description:
On march 18, 2008 a clinical incident involving a magnum knotless implant (om-1500) was reported to arthrocare corp by the us FDA. As reported to the FDA by the pt (female), she underwent a repair of her right rotator cuff 2005. The exact location of the first surgery was not provided other than to indicate the event occurred. One week postoperatively the surgical site remained sensitive. Approx 6 mos postoperatively , (2006) the surgeon elected to explant the bone anchors. The second surgery occurred at hosp. At the time of the explant, it was noted that all three anchors were loose from their bone holes. The explanted anchors are not available for return as the were disposed of.

Manufacturer narrative:
The exact date of the revision surgery was not provided. This date is an estimate based on the info provided. A review of the lot history records for lot 107213 was performed. No discrepancies were noted which would cause the prod qual of this lot to be suspect. This MDR is for one of three devices that exhibited the same failure mode during the surgery estimated to have been conducted in 2006. Cross reference MDR 2032380-2008-00005 and -00006. Ref: arthrocare, MDR faxed to FDA 5/01/2008.